Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) units safety disk and compressor are faulty. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 phone due to field limit restrictions: (B)(6).

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) units safety disk and compressor are faulty.

Manufacturer narrative:
Additional information: (name - (B)(6), email - (B)(6), contact - (B)(6), occupation - biomedical engineer). A getinge field service engineer (fse) confirmed and stated due to the leakage fault detected during the maintenance of the device, the outdated safety disk, tidal volume disk, compressor, muffler and 9v battery were replaced. The functions of the device have been tested. All manifold tests of the device were performed and it was found to pass. It was connected to the device with trainer and operated at different ECG values. The device was delivered to the user in working condition.

Event description:
N/a.